Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager door hinge was broken and not functioning. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager hasp was falling off. A field service engineer replaced the adhesive on the remote manager hasp, verified functionality using hardware test application, and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.